Manufacturer narrative:
No sample investigation will be performed based on pictures rec'd and a supplemental report filed. (B)(4).

Event description:
The nurse found skin ulcer in the pt who used our product for 3 days. This incidents were found after the nurse removed the catheter.